Event description:
The reporter indicated the surgeon implanted a 12.0 mm icm120v4 implantable collamer lens in the patient's left eye (os) on (B) (6) 2008. The lens was explanted on (B) (6) 2010 due to inadequate vaulting and a cataract had developed. The patient had cataract surgery and an iol was implanted.

Manufacturer narrative:
(B) (4). Secondary surgery. (B) (4).